Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned, with it presenting a loss of capture. A new lead was implanted. No additional patient effects were reported.